Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber cap "popped" (the cap did not detach) and became end-firing. The procedure was already completed when the event occurred and no additional fiber was needed. Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
(B)(4).